Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: b1 (report type), h6 (component code, health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). Per the initial report, post trans-subclavian transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, the patient was noted with atrial fibrillation. The atrial fibrillation was only monitored with no intervention to treat. The atrial fibrillation was not related to an edwards device. Due to the patient's history of injury from a fall and plan for dialysis, post-operative anticoagulation therapy was not performed. Approximately 1 month post tavr procedure, an echocardiogram performed revealed thrombosis along with a vmax of 3.2 m/s. Medication was administered under hospitalization as treatment. Additional information was received revealing the vmax had improved from 3.2 m/s to 2.4 m/s as a result of the medication administered. Through the japanese transcatheter aortic valve implantation (tavi) registry, it was reported that there was valve leaflet mobility restriction. Approximately fifty (50) days post tavr procedure, the patient outcome was determined to be "recovering". The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of valve leaflet motion restriction resulting in the patient being hospitalized and given medication as treatment was unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "postoperative anticoagulation therapy was not performed. However, thrombosis with vmax of 3.2 m/s was observed by echocardiogram in outpatient follow-up. Warfarin was administered under hospitalization to treat." And "as reported through the japanese tavi registry, although valve leaflet mobility was restricted, the patient outcome became recovering on post-operative day (pod) 50.". In this case, the anticoagulation medication was not started after the procedure, and the patient was reported to have thrombosis and leaflets motion restricted. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening, increased gradients and leaflet motion restricted. The patient was treated with the anticoagulation warfarin and was noted to be recovering, so the thrombosis could be improved or resolved by taking the medication. As such, available information suggests that patient factors (inadequate anticoagulation therapy and thrombosis) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at greater than 250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the thrombosis is unknown; however, it may be due to patient factors and/or procedural factors. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.

Event description:
As reported by our edwards lifesciences japanese affiliate, post trans-subclavian transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, the patient was noted with atrial fibrillation. The atrial fibrillation was only monitored with no intervention to treat. The atrial fibrillation was not related to an edwards device. Due to the patient's history of injury from a fall and plan for dialysis, post-operative anticoagulation therapy was not performed. Approximately 1 month post tavr procedure, an echocardiogram performed revealed thrombosis along with a vmax of 3.2 m/s. Medication was administered under hospitalization as treatment.